Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the main lamp was blinking due to a failure of the turret filter. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus. The device was repaired by a 3rd party. The 3rd party evaluation found that the screen was blinking; replacement of the 2 filter motors and the hand lamp was necessary. In addition, based on the reported 3rd party device evaluation results, it was determined by olympus that the main lamp was blinking and made tissue indistinguishable, due to a faulty lamp. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, problem with the light for evis exera ii xenon light source. The issues occurred before diagnostic procedure (gastroscopy) and completed with a similar device, and without delay. There was no patient harm associated with the event. The product was repaired onsite at local service center and found main lamp was blinking and makes tissue indistinguishable. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.